Event description:
It was reported that error 23020 occurred on the patient side manipulator 3 (psm3) indicating a faulty switch and/or switch wiring. Psm 3 was replaced to resolve reported error message on the system. Intuitive surgical, inc. Representative (field service engineer) replaced the arm to resolve the issue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake and metal gear were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur, it could likely cause or contribute to an adverse event.